Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they reservoir was did not draw insulin. Customer¿s blood glucose level was unknown. Customer stated that the needle was bent. The reservoir will not be returned for analysis.